Manufacturer narrative:
B5: review of the video provided by the site showed an onyx cast on the image taken during microcatheter. Since images under fluoroscopy are lacking one can not confirm that onyx was not visible during the injection. Since the preparation of the device was done per instructions for use (IFU), examination of the vial involved in this complaint is highly recommended to ensure that the product was within specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the remaining onyx had been discarded after the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the onyx was mixed for 30 minutes and used immediately upon preparation. The speed setting on the shaker was set to high, and the vial did not sit more than 5 minutes after preparation. The physician did not heat, shake, and re-heat the onyx vials prior to aspiration. However, there was zero visibility of the onyx even though it was a very small injection. There was no injury to the patient reported as a result of the event. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm) of the eloquent region. It was noted the patient's vessel tortuosity was moderate.